Event description:
The customer reported that the system failed to produce a live fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hv cable and monitor cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.